Event description:
A field service engineer (fse) reported that the site's radiologist claimed that two patients were misdiagnosed due to a smudge artifact in the spiral head scans. An MRI was done to determine if there was indeed pathology; however, no pathology was found. The site had not performed air calibrations in over eight days. The fse performed air calibrations and the artifact was eliminated. The site was advised to do daily air calibrations.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).